Event description:
Abbott proclaim 3670 scs was implanted, minor pain relief was achieved all the way through several months of treatment and reprogramming adjustments, as the therapy progressed I was complaining about the shocking sensation like being electrocuted, anytime the pulse therapy was on I couldn't have my back up against anything as it magnified the sensations. No sleeping laying down. As of (B)(6) 2025 I received a notification from the device that the battery was going dead, I contacted the abbott representative and set up an appointment to discuss a replacement, as of this date therapy has been turned off. I was also experiencing a burning sensation from the generator location.